Event description:
On (B)(6) 2025, the customer contacted leica biosystems with the following information: ¿1. Tissue processed on the (B)(6) 2024 (end time 14h15) was hydrated. Because it was only 2 samples, customer thought that it could be sample related and didn¿t reported. 2. Samples processed with the protocol that ended (B)(6) 2025 (7h59) were hydrated. 3. Also did a tissue processing test with fictional samples on the retort b (B)(6) 2025 start at 9h27) to discard retort a related issues. Mentions that he can notice what seems to be water on the retort a lid and also in paraffin wax chamber 1.I can not observe anything reagent related that could impact the processing. I do see some sensor related warnings.¿ on (B)(6) 2025, the assigned leica senior application consultant ¿ pathology (fas) noted there was no water contamination in the xylene reagent bottles, no evidence of spills could be seen, the formalin bottle has sufficient volume present, and the condensate bottle was empty. The fas also advised the customer was reviewing the patient cases to determine impact. On 03 july 2025, the leica global technical support manager ¿ applications reviewed the circumstances of the event and provided the following information: ¿b11 xylene was replaced during the above protocol and used as the last xylene step in the subsequent 2 protocols. I am not sure if this was one of the bottles checked but there is a possibility the water was introduced at this stage. The short protocols have less than 6 dehydrant steps than the recommended protocols. Whilst I am not saying this is contributing to the water in the wax issue however if there is an issue with ethanol calculated & actual concentrations there is not much tolerance for errors when there are reduced step numbers. At this stage there is no concrete root cause. Possible causes would be the reagent change of b11, cassette types used on the instrument especially the [name] protocol either retaining formalin or biopsy pad usage on the [name] protocol (currently protocol carryover setting 25)¿. On (B)(6) 2025, the leica senior application consultant ¿ pathology advised the customer declined to provide information regarding patient outcome. This information was requested on (B)(6) 2025 by telephone, (B)(6) 2025 during an onsite visit and (B)(6) 2025 during an onsite visit. On (B)(6) 2025, the leica senior application consultant ¿ pathology received the following information from the customer: ¿18 patients were not possible to diagnose. All biopsies. The decision to re-biopsy will be a clinical decision.¿

Manufacturer narrative:
Investigation of this complaint found the instrument functioned as designed during execution of the ¿biopsia rim nao fixada 1.5mm¿ protocol comprising 2 cassettes which started in retort a at 12:29 on (B)(6) 2025 and completed successfully at 14:15 on (B)(6) 2025, the ¿biopsia longo (4h)¿ protocol comprising 42 cassettes which started in retort a at 16:44 on (B)(6) 2025 and completed successfully at 07:59 on (B)(6) 2025 and the ¿biopsia <3mm [2h00]¿ protocol comprising 2 cassettes which started in retort b at 09:27 on (B)(6) 2025 and completed successfully at 11:39 on (B)(6) 2025, from which sub-optimal processing was reported by the customer. The root cause for the sub-optimal tissue processing reported by the customer could not be unequivocally determined from the information available. Information available indicates potential root causes include ¿. The reagent change of b11, cassette types used on the instrument especially the [name] protocol either retaining formalin or biopsy pad usage on the [name] protocol (currently protocol carryover setting 25)¿.